Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). Measured battery data was 2.25 v, 65 ua, 7.0 kohms. The magnet rate was approximately 70 bpm. The device was removed and replaced.